Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient underwent a revision because of erosion of skin by the battery. It was unknown when this occurred. The device site healed well two months after the surgery. Additional information has been requested to find out what was done at the revision surgery. If additional information is received, a follow up reported will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported two months later that he had no further information regarding this event.